Event description:
Mother of a male, reported pt experiencing elevated blood glucose of 30 mmol (540 mg/dl). His normal level was 7 mmol (125-130 mg/dl). Pt was admitted into the hosp as a result of an infection at the infusion site. At the hosp, pt had ketones in his urine. He was treated with IV antibiotics. Mother admitted that the infusion site was not cleaned prior to insertion. She stated that pt was athletic and there could have been sweat around the infusion site. Pt was released from the hosp 24 hours after admittance. She indicated that better placement of the infusion set and the use of IV prep pads improved the attachment of the infusion site to the skin. Pt's blood glucose improved. Mother stated that she was confident that the infusion site placement and the lack of cleaning the insertion area caused the infection. Infusion set had been discarded and therefore was not returned for eval.

Manufacturer narrative:
Product not returned for eval.